Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2007 due to pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2007 due to mesh tape extrusion. It was reported that the patient had an additional non johnson & johnson implanted (medtronic) on (B)(6) 2008. It was reported that the patient underwent mesh removal on (B)(6) 2012. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to prolapse, midline cystocele and mesh erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of fractured insterstim lead and reimplantation of new interstim lead and attachment of her old ipg battery of the interstim on (B)(6) 2011 due to urgency and frequency, urge incontinence, and overactive bladder with a fracture of an interstim lead.

Manufacturer narrative:
(B)(4).